Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump received with cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer was asleep when this occurred. The customer's blood glucose was 79 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.